Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 430 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and urinary tract infection. Customer was hospitalized for three days and was treated with insulin drip in the intensive care unit. No further info provided.